Event description:
Complainant alleged that while attempting to monitor an (B)(6) female patient. The device displayed a "system fault 32" message and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device or evaluation and this complaint is still under investigation.